Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called via phone call and reported an unexpected restart alarm (a21) and a blank display on the insulin pump. Blood glucose was unknown. Unable to complete the unexpected restart alarm (a21)troubleshooting due to blank display. Performed troubleshooting on blank display. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. Changing the battery did not resolve the blank display issue. Advised customer to discontinue use of pump and revert to back-up plan per healthcare professional instructions. Insulin pump is being replaced and returned.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.